Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When the pt removed the cassette she stated there was fluid in the pump module area. Pd nurse reports no ill effects. Oral antibiotics prescribed as a precaution. Effluent has remained clear. This is a sample available for eval.